Event description:
It was reported that during use, the pressure values displayed on the cardiosave intra-aortic balloon pump (iabp) display curves did not correspond to the measured values. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) performed counter pulsation simulation performed with test balloon and cardiosave trainer simulator, the numerical values read and those on the curve graph correspond. Blood pressure gain test performed with netech minsim calibration tool and the test passed successfully. Correct operation checks performed as per manufacturer procedures. Operation tests performed with positive results. The unit has been returned to the customer.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.